Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that case began as an extensor mechanism repair when it was noticed that the attune fb tibial component was grossly loose at the cement to implant interface. Unknown cement is used. Surgical time extended for 90 mins. Doi: unknown; dor: (B)(6) 2017; left knee.